Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient went into the emergency room after having received an inappropriate shock from the device. The egm showed the patient had an episode of ventricular fibrllation (vf) after loss of capture. The physician reprogrammed the device to resolve the event and the patient was in stable condition and will continue to be monitored.